Event description:
Physician reported "patient presented with bii symptoms and requested removal of the implants." During the explant surgery the left implant was found ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the patient presented with bii symptoms and requested removal of the implants."

Event description:
Physician reported, "patient presented with bii symptoms. And requested removal of the implants". During the explant surgery, the left implant was found ruptured.

Manufacturer narrative:
A.2: date of birth: 1989. Device evaluation: visual analysis of the returned device identified, weight to the spec, opening and yellow particles in the surface of the shell. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening.